Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 2.2 mmol/l. Customer stated that customer became very aggressive, he threw the device the floor and was complete broken. Customer was using the pen at the moment. No information about auto mode or smart guard was given. The insulin pump will not be returned for analysis.